Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the system controller (sc) and user interface (ui) pcb assemblies, which resolved the reported issue. After other unrelated repairs were complete, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device logged event codes in the device's memory and the device will not complete the boot-up process. There was no patient use associated with the reported event.